Manufacturer narrative:
Nova biomedical is awaiting the return of product to conduct a quality investigation. Should any significant findings be a result of the evalution, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a blood glucose reading of "lo" and then a reading of 94 mg/dl and 240 mg/dl all within a two minute period. The difference in these readings was determined to be clinically significant. No decisions to treat was made on these results. The alleged faulty meter will be returned for evaluation.